Event description:
It was reported that the customer's insulin pump was not delivering insulin properly, and he had this problem in the past. The blood glucose was 3.0mmol/l and the customer treated with food. Troubleshooting was performed, and the displacement test passed. Reviewed the alarm history and several no delivery alarms. Checked the daily totals and large amounts of insulin were delivered into his body. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.